Manufacturer narrative:
Engineering analysis: the accumulated thickness in the joint (the two flanges of the frame, their corresponding paint thickness, and the flange of the bushing) can exceed the shoulder height of the nut (part number 69643), and therefore, do not allow the washer ( part number 70222) to seat against the bottom of the nut as intended. The residual tensile load in the joint will then allow torsional forces caused by friction (between the washer under the screw head and the painted frame) to overcome the withstand torque of the locking screw. This can result in the head pivot bolt to come off. Action taken: a one-piece washer, part number 134193 has been designed to eliminated movement of the washer, which will prevent removal of the screw. This piece will "straddle" both the head and seat joints on the weigh frame. A letter was sent to the facility risk managers describing the problem. The hill-rom field technician repaired the unit.

Event description:
A hill-rom field technician found a bed in the basement of the hospital with the head section weldment screws missing and the bushings broken. The facilities clinical manager stated, "neither he nor his people knew when or where the bed was broken." No injury was reported.